Event description:
It was reported that the patient sought medical attention at the (B)(6) for hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 1 and 4 hours. Reported symptoms included nausea, tachycardia, and dizziness. Mild redness and slight swelling were observed at the pod insertion site. The patient received an insulin injection, after which the pod was replaced. The patient was discharged after just over one hour. The pod was removed and discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.